Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the green sureform 45 reload to perform failure analysis. A stapler log review shows the sureform 45 curved-tip stapler instrument was installed on the system 8 times and fired 7 sureform 45 reloads (3 green, 2 white, 1 green, 1 black, in that order). On installs 1, 2, 4-6, and 8, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 3, the stapler detected the lockout mechanism, preventing reload recognition. On install 7, the first two clamps were successful, but were followed by a firing failure. The firing stopped. There were no errors pertaining to the use of this stapler in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, tissue was pushed out of the jaws of the sureform 45 curved-tip stapler, with a green sureform 45 reload installed, during firing. The issue resulted with malformed staples and an incomplete staple line. Prior to the event, the stapler functioned as intended. The issue occurred after the firing sequence had begun. Additionally, error messages had appeared indicating ¿tissue too thick to continue¿ and ¿blade may be exposed.¿ the instrument was subsequently unclamped, revealing stacked and malformed staples. Although no bleeding occurred, a portion of the bronchi required additional resection. There is no concern for long-term complications, as the bronchi was sufficiently large enough to allow for an additional successful staple fire. The procedure was completed robotically without further complications, and the patient did not experience any post-operative complications.